Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. During an interventional procedure, the user reported that the unit unexpectedly shut down. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The system unexpectedly shutdown in the middle of the case. As a result, the procedure was continued and finished using an alternative system. The detailed investigation showed that the issue was caused by an activation of the emergency power off (epo) button which subsequently led to a complete shutdown of the system. The epo was activated by the customer by mistake. The customer service engineer (cse) performed checks and switched the system on again. The system regained full functionality. No parts were exchanged and no corrective action was necessary. According to expert opinion, no system failure or malfunction could be identified and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.